Event description:
Asr revision. Asr hip resurfacing - left. Reason(s) for revision: pain, component malalignment and raised ion levels.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr hip resurfacing - left, reason(s) for revision: acetabular component loosened. Update form 73 received (B)(6) 2013. Patient ID number, additional reasons for revision added reason(s) for revision: pain, component malalignment. Raised ion levels (see form 73 for more details) update received (B)(6) 2013. Revision date amended. Update rec'd (B)(6) 2014 - changed to legal. Kid (B)(6). Hip side (right) I have also included information from a duplicated dint ((B)(4). Both dints had identical information except hip side which I have changed in this com (as stated above). I have attached all emails/queries from and the pdf version of dint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).